Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 20 x 3.50 mm stent delivery system was returned for analysis with the stent protector and product mandrel. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the shaft polymer extrusion in the port region situated at 118.5 cm distal to the distal end of strain relief as well as a kinks on the inner shaft polymer extrusion measured at 6.5 cm proximal to the distal tip. Device was received with the product mandrel and stent protector inserted. The stent protector was removed distally from the product mandrel and stuck halfway on the product mandrel loop. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. While removing a 20 x 3.50 promus elite drug-eluting stent from the protective hoop, the catheter became fractured approximately 12 inches from the actual stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. E1: updated initial reporter title. E1: updated initial reporter last name. E1: updated initial reporter phone. E3: updated occupation. E3: updated occupation (other).

Event description:
It was reported that shaft break occurred. While removing a 20 x 3.50 promus elite drug-eluting stent from the protective hoop, the catheter became fractured approximately 12 inches from the actual stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. While removing a 20 x 3.50 promus elite drug-eluting stent from the protective hoop, the catheter became fractured approximately 12 inches from the actual stent. No patient complications were reported.